Manufacturer narrative:
Upon review, it was identified that this device model c174awk was incorrectly reported given the medical device reporting regulations, as this device model is not approve for distribution in the us and was not similar to an ICD approved for distribution in the us at the time of the event. MDR reportability assessment was revisited and corrected from serious injury to not reportable. Note: this event was reported in error on (B)(6) 2010 and should be disregarded. As a result, no further supplemental reports will be submitted with respect to this event.

Event description:
Report redacted: this device model was incorrectly reported given the medical device reporting regulations, as this device model is not approve for distribution in the us and was not similar to an ICD approved for distribution in the us at the time of the event.

Event description:
It was reported that there was a possible header issue. The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary (B)(4) the implantable cardioverter defibrillator (ICD) was returned and analyzed. Analysis findings demonstrated there was a capacitor leak problem. The reported event was determined to be related to grommet punch-out with blocking (driven by self-adhesion between grommet halves over time) or grommet punch-out without blocking (driven by wrench friction and low silicone stiffness). Consequently, corrective actions (CAPA (B)(4)) have been implemented to address this issue.